Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During use the catheter on a patient in the ICU, the physician noticed that the anesthetic agent was leaking from the catheter down the patient's back. The catheter appeared crushed and the inside coils were deformed. Therefore, the catheter was replaced by a new one. The catheter was handled by the physician without any additional force or tension. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was leaking. The customer returned one snaplock adapter with clip, one flat filter, and one epidural catheter. The catheter, snaplock adapter, and flat filter were received connected together (reference attached files (B)(4)). The returned components were visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock adapter appears typical with no observed defects or anomalies. Visual examination of the returned filter revealed that the filter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears used as biological material can be seen on the inner coils and adhesive material can be seen on the outer extrusion. Microscopic examination of the catheter revealed the catheter is damaged at approximately 33.5cm (c05158) from the distal end. The coils appear to be flattened and the extrusion is cut (reference files (B)(4)). No other damage was observed. Other remarks: a functional leak test was performed per mrq (B)(4) section 7.5 rev. 7 using the returned catheter and snaplock adapter with the lab leak tester (c05176). The proximal end of the catheter was inserted into the snaplock adapter until it bottomed out and the components were locked. The catheter was confirmed to be secured by tugging gently. The snaplock adapter was then connected to the lab leak tester and the pressure was increased to 10 psi to establish flow. The distal end of the catheter was then capped off and the pressure was increased to 25 psi for 30 seconds. A leak was detected coming from the same location where the catheter was damaged, which was revealed during the visual inspection. No other leaks were detected. A corrective action is not required at this time as the investigation shows no evidence to suggest a manufacturing related cause. All epidural catheters are tested for leaks at the time of manufacturing. A device history record review performed on the epidural catheter showed no evidence to suggest a manufacturing related cause. The leak was detected during use. Therefore, based on the condition of the sample received and the time of discovery indicate operational context caused or contributed to this event. The reported complaint of the catheter leaking was confirmed based on the sample received. The returned epidural catheter was confirmed to leak from where the catheter was damaged at approximately 33.5cm from the distal end. All epidural catheters are 100% tested for leaks at the time of manufacturing. A device history record review performed on the epidural catheter showed no evidence to suggest a manufacturing related cause. The leak was detected during use. Therefore, based on the time of discovery and the condition of the sample received, operational context caused or contributed to this event. No further action will be taken.

Event description:
During use the catheter on a patient in the ICU, the physician noticed that the anesthetic agent was leaking from the catheter down the patient's back. The catheter appeared crushed and the inside coils were deformed. Therefore, the catheter was replaced by a new one. The catheter was handled by the physician without any additional force or tension. The patient's condition was reported as fine.